Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Per the dexcom user guide: "ages 18 years and older: insert in your belly." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was being worn on the back of the customer's arm, and was not within line of sight of the pump. The customer moved the pump and transmitter within line of sight and connection resumed. No additional patient information was available.